Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement. Pump received with normal operating currents, no unexpected low battery alarms noted during testing. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the insulin pump had low battery alert. Customer blood glucose level was unknown. The device will be returned for analysis.